Manufacturer narrative:
Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The reporter did not provide any contact information; therefore, follow up was not able to be conducted. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, she has had a lot of watering out of the eye, and has been told by specialists that there is an issue with a her tear duct. She reported she was currently wearing a bandage contact lens and returning to the specialist for a follow up. She also reported she could not read, her vision is blurry and her depth perception is impaired. The consumer reported this has affected her life during everyday activities.